Event description:
Customer reported elevated troponin (accutni) results, above the ami cut-off, for several samples from one patient. The elevated results occurred from (B)(6) 2009, and were in the range of 0.736 to 0.895ng/ml. One sample was re-tested on a different instrument and a result of "<0.08ng/ml" was obtained. It is unknown how many samples were run to generate the results. Customer was not made aware of any injury or change in patient treatment associated with this event.

Manufacturer narrative:
Customer runs qc every 12 hours, and qc has been performing within specifications. Customer did not question any other patient samples or assays. A field service engineer (fse) was dispatched: the fse adjusted mixer speed because it was too slow. The fse verified the instrument performance and results were within published specifications. No clear root cause for this event has been determined to date. A malfunction will be assumed for the purpose of this report.